Manufacturer narrative:
Product investigation is in progress.

Event description:
\[Tampon]" appears to have broken in half, revealing the string. Could see white fibres. As if it had snapped/ripped \[device breakage]". Case narrative: consumer reported via email that tampon appears to have broken in half when removed. No injury was reported.